Manufacturer narrative:
It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent excision and resection of a sling on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and a sling was implanted. It was reported the patient experienced recurrence pain, erosion, extrusion, infection, urinary problems, bowel problems bleeding, and dyspareunia post implantation. No additional information was provided. (B)(4) - undefined recurrence; urinary problems; bowel problems; dyspareunia.